Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 d4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing - corrected unique identifier (UDI) #:(B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the pressure transducer printed circuit board (pcb) was defective and in need of replacement. Replacement of the pressure transducer pcb solved the issue. No log files have been provided. The pressure transducers check that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).